Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise reversion episodes. The noise could not be reproduced with provocative testing and pocket manipulation. No intervention was performed at this time. The patient was asymptomatic and would be monitored.